Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734 if additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that after a flesh wound surgery on a male cat, the knots did not hold and opened up. They kept the first implanted suture and the wound healed and the cat recovered. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received three different cases from the same customer at the same time, two regarding a same issue (swelling) and one (this case) for other issue (knots did not hold). (B)(4). We have received 31 closed samples to analyze the three reported cases. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.58 kgf in average and 1.44 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). We have tested the knot security control of the samples received and the results are into the current range for this thread and size. Additionally, we have tested the knot running strength test of the samples received. This test calculates the necessary strength to run down the knot. The sutures are used to simulate a knot and the strength is calculated. Roughness is calculated from the knot running strength. Roughness results conducted on the samples received are into the current range for this thread and size. Differences are not found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.